Event description:
It was reported that the colonovideoscope failed to be recognized. The event occurred at inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 (scope communication error) and image blackout. A root cause could not be identified. Based on the results of the investigation, no problem detected either it was not confirmed that there was a problem with the device. Also, for the b30 (scope communication error) and image blackout due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.